Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2014 in the middle biliary tract. According to the complainant, after endoscopic retrograde cholangiopancreatography (ercp), the naviflex delivery system was inserted into the lesion of the left hepatic duct. During deployment, the physician was able to pull the pull wire completely and the stent was deployed successfully. However, under endoscopic image they found out that the guide catheter was left inside the deployed stent. The stent with the broken guide catheter were successfully removed using forceps. There were no issues noted with the deployed stent. The procedure was completed with another stent and naviflex rx delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation found out that the guide catheter was separated from the pull wire, stretched and was kink in several location. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6), 2014 in the middle biliary tract. According to the complainant, after endoscopic retrograde cholangiopancreatography (ercp), the naviflex delivery system was inserted into the lesion of the left hepatic duct. During deployment, the physician was able to pull the pull wire completely and the stent was deployed successfully. However, under endoscopic image they found out that the guide catheter was left inside the deployed stent. The stent with the broken guide catheter were successfully removed using forceps. There were no issues noted with the deployed stent. The procedure was completed with another stent and naviflex rx delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.